Manufacturer narrative:
Additional manufacturer narrative: the root cause of this event cannot be determined with the available information. The device return is anticipated. A supplemental MDR will be submitted if the product is received for evaluation. No further actions are possible at this time. Of note, an MDR was also submitted for a system-related connecting cable (apco9). Please reference the MDR submitted under MFR report number 2015691-2015-01556.

Event description:
As reported, when the vigileo monitor was connected to the flotrac sensor, the monitor showed some data for some time and then, the data became inaccurate or there was no data displayed at all. There is no allegation of any patient injury. No other details have been provided.

Manufacturer narrative:
Additional manufacturer narrative: the device was returned and evaluated. The monitor passed all performance tests without issue. Unfortunately, the reported event could not be replicated. Review of the manufacturing records also showed that this device passed all inspections. No further actions are being taken at this time.